Event description:
It was reported that a peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with vancomycin and ceftazadime (doses, routes, and frequencies not reported). The patient was temporarily discharged from the hospital but later readmitted for the same peritonitis event. Peritoneal dialysis therapy was discontinued and the patient was scheduled to begin hemodialysis. At the time of this report, the patient remained hospitalized and was reported to be recovering from the peritonitis. Additional information was not available. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).